Manufacturer narrative:
Investigation summary: it was reported that the syringe is leaking therapy past black stopper. To aid in the investigation, one sample in a (B)(4) plastic bag, together with a packaging blister top web, and two photos were provided for evaluation by our quality team. The syringe has 24ml of a chemo drug. There is a droplet of the red color substance that is past the rubber stopper. The visual inspection was completed through the plastic bag and, for safety reasons, was not opened and no further inspection or testing was performed. The two photos provided show the sample received. A device history record review was completed for provided material number 302832, lot number 1026865. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A trend analysis was completed for complaints related to this product. This symptom is isolated to this customer. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ tip syringe leaked. The following information was provided by the initial reporter: "it was reported that the syringe is leaking chemo therapy past black stopper."